Event description:
It was reported that a physician achieved arteriotomy closure of the femoral artery using a proglide device after an interventional procedure. Reportedly after the procedure, there was right groin site oozing - serosanguinous drainage and mild ecchymosis at the access site. No treatment was reported. Hemostasis was achieved with the device. There were no patient effects reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.